Event description:
Caller reported a potential false positive troponin I (tni) result compared with beckman access ii. A female dialysis pt with diabetes was seen in the ed at 10 pm on (B)(6) 2010. Testing was performed when pt was seen and again two hours later. Pt was admitted to hosp and on (B)(6) 2010 at 6:45 am, was tested on both triage and beckman access ii. The poc coordinator was able to replicate the elevated tni results on a different meter. The 6:45 am, triage results were run from a cbc tube for investigation purposes. These results were not released to the physician.

Manufacturer narrative:
Product support tested triage cardio profiler lot w45437 with calibrator z (negative control) and calibrator h (positive control). In-house testing of retention materials showed no issue with device performance. At pouch release lot w45437 was within the mfg final release specs. No product deficiency was established; no corrective action required at this time.